Event description:
It was reported that during a full supply change with a teflon inset (23", 6 mm), the infusion set was deployed incorrectly, causing pain on application and failure of the site to adhere when the applicator was removed, which was attributed to a user-applied method error related to the infusion set component of the ilet system. Symptoms included localized skin irritation at the application site and hyperglycemia reaching 347 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with the infusion set being deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.